Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer3610 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reer3610) have been reported from the same facility in (B)(6).

Event description:
It was reported that according to the customer, when introducing the dilator into the patient's skin, the outer gray part of the dilator wrinkled, making it impossible to enter the skin. It was necessary to open a new kit to complete the procedure.